Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the tap broke while in use on the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4). The instrument was returned for evaluation. Visually confirmed instrument broken at ~70mm mark. Microscopic examination of fracture surface revealed fairly brittle fracture with no indication of fatigue or torsion. River lines suggest the location and direction of fracture initiation and propagation. The location and nature of fracture surface suggest failure due to bend stress overload. A review of the device history records did not identify any applicable nonconformance to specification.